Event description:
Information received from the field does not address the patient's clinical status but notes that after the pocket was closed, interrogation of the device found loss of atrial capture and atrial lead impedance of >3000 ohms. The pocket was opened and the lead reconnected.